Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was still having issues with the connection. A field service engineer (fse) replaced the docking board to intermittent network and black screen issues. The device was up and running on arrival. The communication sled was replaced successfully, and the station had been running for the past 3 hours without failure. The power supply and power cord were also replaced, and the pharmacist logged in successfully. The customer later faced the same power issue, but no repair information was available. After several follow-ups, the fse informed that the issue had been resolved by another fse, and no further details were provided. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had a connection issue, and it disconnected from server. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.